Event description:
The patient experienced withdrawal symptoms and an altered mental status. They were admitted to the emergency room (ER). Troubleshooting included checking the logs, x-rays, and MRI. A dye study was also performed, and the catheter was unable to be aspirated. It was unclear what the issue was. A replacement was pending. The pump was reportedly ¿not letting spinal fluid back up to the pump at all¿. The patient stated that the current pump had not been delivering morphine to their spine since implant. They stated that the pump was not the problem. The problem was that the morphine was not being delivered to their spine. An MRI was performed, and it was thought that the pump was implanted at the wrong angle so it was unable to deliver morphine correctly. This pump was implanted higher so that it would not cause pain. When the drug was increased or decreased by 10 (units not specified), they could not feel the difference. The patient was currently on morphine ¿through their arm¿. When the drug was through their spine they did not notice it, but when it was through their arm they knew the drug was there. The pump was turned down to 0.9 from 4.77 last night (units not provided). They were to be discharged on (B)(6) 2014 and follow up with their neurosurgeon on monday ((B)(6) 2014). They were to determine when the catheter would be replaced. Their next refill was in december. The pump contained morphine. If additional information is received, a supplemental report will be sent.

Event description:
It was later reported that the patient tried to get a large farm truck unstuck and the patient really jerked his body in the process. The patient went through withdrawals and was admitted to the hospital. A system replacement was done on 2014 (B)(6). The catheter was disconnected at the spinal and distal segment connection. It was noted that the existing catheter was completely removed. At the time of this report, the patient was doing really well.

Manufacturer narrative:
Analysis of the pump revealed no anomaly found.

Manufacturer narrative:
Concomitant medical products: product ID: 8711, lot# j11021r45, implanted: (B)(6) 2002, product type: catheter. (B)(4).